Event description:
It was reported that the during the extracorporeal membrane oxygenation (ECMO) procedure, the pump was stopped. The perfusionist immediately switched the motor drive with the pump in the backup console, however the alarms remained, and the pump remained stopped. The pump in the primary console was then switched with the backup motor drive and the pump started to function again. The alarm was reported as "pump not connected." The ECMO was removed from the patient some days after the event.

Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H5 - labeled for single use? - correction. H8 - usage of device - correction. Manufacturer's investigation conclusion: the reported event of the centrimag system stopping unexpectedly was not confirmed. The returned centrimag motor (serial number (B)(6)) was functionally tested at the european distribution center and at the product performance engineering department and performed as intended. Atypical events were unable to be reproduced throughout all testing, even when the motor¿s cable was manipulated. A log file was also extracted from the returned console (evaluated separately); the system operated around the set speeds throughout the data, and no atypical pump stops were captured. Available information for this event indicates that the issue resolved after the centrimag equipment was exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. Incidental findings: disconnected ground wire from the solder joint that did not affect functionality throughout testing. Atypical flow alerts observed within the log file. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.